Event description:
Registered nurse changing keppra bag on tubing for next dose. Tubing with separation at transition point from the flex tubing loaded in the pump, to the semi-rigid tubing from the spike.